Manufacturer narrative:
Tech service spoke with customer who reported that last night they experienced an issue where the system would not produce x-ray with a patient on the table. During this call with no patient on the table, tech service tried to duplicate the issue so service could troubleshoot, and found instead that the system was currently operating correctly. The system would fluoro and perform digital shots without issue. It was unknown why the system would not produce x-ray last night, but customer said they would use table and call back today if needed. Later in afternoon, customer called back reporting they got the message `image system mis-aligned' and asked what he should do to clear this message. Tech service explained that this was an interlock and that he needed to move the imaging system,(tube & image intensifier), with the hand switch. He did this and the system re-aligned its self and the interlock message cleared. Customer said that this may have been the issue reported earlier that caused the no x-ray incident the night before. Currently the system was operating without any reported issues, and service tkt was closed.

Event description:
Customer reports the fluoro failed during an unknown procedure. No other details were known about this event. No reported injury.